Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. The patient was hospitalized for the event on the same day of onset. The patient was treated with fluconazole (2mg, once a day and route not reported) and vancomycin (1gm, in 3 days, and route not reported) for the event of peritonitis. The patient's recovery status was unknown at the time of this report. Action taken with extraneal and dianeal therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.